Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, though the phenomenon was not duplicated during device inspection, it may have been caused by wear and corrosion of the video connector of this device, light source cable, and/or communication problem with the endoscope.

Manufacturer narrative:
The referenced device was returned to the olympus service center. The evaluation was no able to confirm the reported scope communication error as the device was inspected and tested appropriately. The scope was returned to the customer. A review of the device's repair history was reviewed and showed the scope device was purchased on may 22, 2017 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During preparation for use, the customer reported that the evis exera iii video system center reportedly had a b30 scope communication error. Additionally, there was no video when they checked the video connection using different endoscopes. No patient injury or harm was reported.